Event description:
It was reported that a 1000 ml evacuated container only filled to 350 ml. This occurred during patient use, while fluid was being drawn from the patient. The report indicated that the device lost its vacuum. There were no visible defects with the device. Additional bottles were then used to complete the procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.